Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the lifevest. The patient's physician recommended the use of a hyrdocoritsone cream. The patient also removed the device to let his skin heal. Follow-up indicated that the rash was healing.